Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was unpacked to be used in the esophagus for an achalasia dilatation procedure performed on (B)(6) 2021. During preparation, it was noted that the balloon burst. The procedure was completed with another rigiflex ii dilatation balloon. There were no patient complications reported as a result of this event.